Event description:
It was reported that the pt had a vasectomy procedure performed and subsequently developed a foregin body reaction to the suture. The pt required a second procedure to remove the suture.